Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the guidewire covering became separated from the wire. A 180cmx150cmx10 renegade hi-flo fathom system was selected for use. During removal from the protective packaging holder, it was noted that the guidewire covering became separated from the wire. The microcatheter and wire were also stuck in the holder. No patient complications were reported.

Manufacturer narrative:
B3: date of event is an estimated date based off the aware date as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed an outer shaft separation 22mm from the strain relief, shaft buckling 10mm from the strain relief, and the inner shaft was stretched between the fracture faces. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the guidewire covering became separated from the wire. A 180cmx150cmx10 renegade hi-flo fathom system was selected for use. During removal from the protective packaging holder, it was noted that the guidewire covering became separated from the wire. The microcatheter and wire were also stuck in the holder. No patient complications were reported.